Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was requested, but has not been returned to animas. A retained sample from the same lot number was tested. The cartridge passed visual inspection with no damage or defects noted to the luer connection. A leak test performed and no failures were observed. If the product is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that she noticed insulin clinging to the outside of a cartridge. Upon closer examination, she stated that insulin was leaking from the cartridge above the luer lock. The pt denied visible cracks on the cartridge and confirmed that the tubing was secure to the cartridge at the luer lock connection. She reported that when removed another previous cartridge, she also noticed moisture on the outside of the cartridge and said that she had difficulty removing the cartridge from the pump. The pt stated that her blood glucose readings were between 300mg/dl and 400mg/dl during this time period. She did not report the presence of ketones or symptoms of hyperglycemia. She said that she successfully treated the elevations each time via pump and syringe. The pt confirmed with customer support that there were no pump malfunctions or defects; all settings were accurate and insulin was delivered as programmed. The pt filled a new cartridge with insulin, manually pressed on the cartridge plunger, and denied visible leakage.